Manufacturer narrative:
The results of the evaluation performed suggest that this event was attributed to poor user technique.

Event description:
The crimper teeth sheared off while crimping the sleeve. There was no adverse consequence for the pt or delay in surgery or anesthesia time.